Event description:
A walker was delivered on (B)(6) 2011 in new shape. Pt fell on (B)(6) 2012 and was taken to the hospital and passed away. The walker leg was broken and is now in my position. The pt's wife said the pt hit his head on the counter. I do not know if this was the cause of death. I will call the MFR today. Dates of use: (B)(6) 20012. (B)(6).